Event description:
Complainant reportedly had filed in court a complaint against operator/product at 8-10 years ago. Current complaint continues that these hyperbaric oxygen chambers are dangerous and can cause injury. They believe that the units in use are the same units that were in operation when they suffered the oxygen toxicity problem. Lost lawsuit. Complainant indicates that they got oxygen toxicity when they were a technician operating the hyperbaric chambers, yet they were not in the unit during hyperbaric conditions.